Event description:
The plaintiff's atty alleged that on or about (B)(6) 2010 the decedent experienced a sudden cardiac event, unresponsiveness, and death after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving three separate products.